Event description:
It was reported that the surgeon was performing a prophylactic battery change for pt and he was getting high lead impedance after connecting the generator to the lead outside of the pocket. Troubleshooting was performed and the pin was re-inserted several times, but high impedance persisted. Generator diagnostics were all ok. The surgeon was not prepared to do a lead revision, so the lead was not replaced at that time. X-rays were taken and reviewed by the MFR. Based on the x-rays received there was nothing seen that would have contributed to the reported allegation of high impedance, however, a micro-fracture cannot be ruled out. Also, as the entire lead could not be assessed, continuity in the non-visible portion of the lead cannot be confirmed. The pt later underwent lead revision surgery and the explanted lead was discarded during surgery. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.